Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, there was an alleged high impedance through the device. When the pin was taken out of the port of the device the physician noted that the is1 pin was slightly bent. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.